Manufacturer narrative:
A customer in the united states notified biomérieux of obtaining a misidentification of pseudomonas aeruginosa as acinetobacter baumannii in association with their vitek® ms instrument (ref. 410895; serial# (B)(6) ), with knowledge base v3.2. Vitek® ms produced a single choice identification: acinetobacter baumannii. Testing with vitek® 2 identified the organism as pseudomonas aeruginosa. The customer stated that other biochemical testing also suggested p. Aeruginosa, but they did not specify the nature of the tests performed. Actual organism identification remains unknown as no reference method was used to confirm the identification. Investigation: investigator reviewed the complaint database for reports of the same issue and looked at the device history record. No CAPA, non-conformity, or similar complaint was found. Fine tuning status was good at the time of the sample test. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values are quite heterogeneous, varying between 49 and 96 during the analyzed period. Knowledge base (kb) review: based on the investigation, organism identification is believed to be p. Aeruginosa, which is present in the kb 3.2. Sample analysis: biomérieux quality control laboratory did not reproduce the vitek ms customer results: single choice of a. Baumannii. Customer's strain was tested internally by quality control according to the following protocol: five (5) spots with customer strain tested with vitek ms v3.0. All five spots gave a single choice to pseudomonas aeruginosa. By reprocessing the qc raw data with vitek ms kb v3.2, all five spectra also led to a single choice to pseudomonas aeruginosa. The investigation information leads to the conclusion that the misidentification issue was due to a non-optimal spot preparation (culture, spot, different operator¿). Root cause was determined to be non-optimal spot preparation. No corrective or preventative action was recommended at this time as it appears the system is working as designed and intended. Additionally, it was recommended that local customer service check sample preparation with the customer and provide customer training materials to improve their spot preparation technique.

Event description:
Vitek® ms is a bacterial and fungal identification system which uses the matrix-assisted laser desorption/ionization (maldi) mass spectrometry method from clinical cultures. A customer from the united states notified biomerieux of obtaining a misidentification of pseudomonas aeruginosa as acinetobacter baumannii when using the vitek® ms instrument (ref. 410895) ¿ serial number (B)(4). The customer reported that vitek® ms identified the isolate from a catheter tip/ prosthetic device patient sample as acinetobacter baumannii while the correct identification, confirmed by vitek® 2 and other biochemical test, was pseudomonas aeruginosa. The customer stated that the wrong result was not reported. There is no indication from the customer that this event led to a delay of result or impacted the patient state of health. A biomérieux internal investigation has been initiated.